Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on 12/06/2022. An investigation was conducted on 12/13/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the clear cannula tip and c-ring. The c-ring was observed to be cut in half down the center with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device and the evaluation results, the reported failure "break; c-ring" was confirmed. The lot #3000261457 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 tip broke. Upon further inspection the c-ring/cradle broke. Customer opened up another vh-4000 to complete case. No delays reported. No patient effects.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.